Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she had an issue with one of her quicksets. Right out of the package the quickset was knotted up. She tried using it but her blood glucose level went up to around 400 mg/dl. She changed the infusion set and the issue was fixed. She treated her blood glucose level with a manual shot. The device was not returned.